Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Provider could never achieve suction with the jada [device ineffective]. Case narrative: this initial spontaneous report originating from the united states was received from an educator on behalf of a nurse referring to a non-pregnant female patient of unknown age. The patient's concurrent condition included hospitalization. The patient's medical history, past drug reactions/allergies and concomitant medications were not reported. This report concerns 1 patient and 1 device. On an unknown date, the patient was inserted with vacuum-induced hemorrhage control system (jada system) via hysterotomy route by a provider for hemorrhage (postpartum hemorrhage), however, the provider could never achieve suction with the vacuum-induced hemorrhage control system (jada system) (device ineffective). The vacuum-induced hemorrhage control system (jada system) was removed. The patient did not require a hysterectomy. On an unknown date, the hospitalization was prolonged due to the event. The availability of vacuum-induced hemorrhage control system (jada system) was unknown. For vacuum-induced hemorrhage control system (jada system), lot number and serial number were not available. No additional information was known or available. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4607 - hospitalization or prolonged hospitalization(the patient¿s hospitalization was prolonged due to the events) FDA code: (health effects - health impact per annex f): 4648 insufficient information (there is not yet enough information available to classify the health impact.)

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Provider could never achieve suction with the jada [device ineffective] jada system was inserted via hysterotomy route [wrong technique in device usage process] case narrative: this initial spontaneous report originating from the united states was received from an educator on behalf of a nurse referring to a non-pregnant female patient of unknown age. The patient's concurrent condition included hospitalization. The patient's medical history, past drug reactions/allergies and concomitant medications were not reported. This report concerns 1 patient and 1 device. On an unknown date, the patient was inserted with vacuum-induced hemorrhage control system (jada system) via hysterotomy route by a provider for hemorrhage (postpartum hemorrhage), however, the provider could never achieve suction with the vacuum-induced hemorrhage control system (jada system) (device ineffective). The vacuum-induced hemorrhage control system (jada system) was removed. The patient did not require a hysterectomy. On an unknown date, the hospitalization was prolonged due to the event. The availability of vacuum-induced hemorrhage control system (jada system) was unknown. For vacuum-induced hemorrhage control system (jada system), lot number and serial number were not available. No additional information was known or available. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4607 - hospitalization or prolonged hospitalization(the patient¿s hospitalization was prolonged due to the events) FDA code: (health effects - health impact per annex f): 4648 insufficient information (there is not yet enough information available to classify the health impact.) This is an amended report. An additional event of 'wrong technique in device usage' for reported verbatim of vacuum-induced hemorrhage control system (jada system) system was inserted via hysterectomy route was added in the report.